Manufacturer narrative:
There was no reported patient involvement. Device is an instrument and is not implanted/explanted. No service history review can be performed as part number 394.44 with lot number(s) 9399827 is a lot/batch controlled item. The manufacture date of this item is unknown. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Manufacturing location: (B)(4). Manufacturing date: june 01, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A service and repair evaluation was completed: the customer reported the chain was broken. The repair technician reported damaged component as the reason for repair. The cause of the issue is unknown. The following parts were replaced: chain & connecting cotter pin. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported an evaluation endpiece instrument was found to have a broken chain. The issue was identified during auditing activities of the evaluation set; there were no issues reported by the customer; no patient involvement was reported. This is report 1 of 1 for com-(B)(4).